Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with two prostyle devices using a small bore sheath after a percutaneous coronary intervention procedure. Reportedly, cuff misses occurred with both devices as when the plungers were retracted after needle deployment, the sutures could not be verified. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The device condition indicates the plunger may not have been fully depressed flush with the handle such that the posterior needle was not blown through the posterior foot. The link and suture detachment subsequently occurred during plunger retraction as the posterior needle remained in the posterior pocket. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.